Event description:
Related to MFR report#: 2183959-2012-00694. On (B)(6), 2003, the pt was implanted with a sparc sling system to treat stress urinary incontinence. On (B)(6), 2006, a second ams surgical mesh sling was implanted to treat urinary incontinence. It was reported that, "after, and as a result", of the implantation of the "products", the pt "suffered serious bodily injuries, including, but not limited to, pelvic pain, infection, urinary problems, and other injuries." Also, it was reported that she experienced significant mental and physical pain and suffering, underwent a surgical procedure to remove "one or more mesh products", that she had additional surgical procedures and required add'l surgical procedures and required add'l medical treatment, and that she sustained permanent injury and disability before her death on (B)(6), 2012. The cause of death was not reported and there is no allegation in the complaint that the mesh devices caused or contributed to the pt's death. In addition, the mesh was reported to have been removed. No surgical details or details of medical treatment were provided.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.